Event description:
It was reported that they were getting alarm 113 (reduced water temperature control) in an arctic sun device. They had an alarm on another device before this one and already sent the first device to biomed. Targeted temperature (tt) was 33c, patient temperature (pt) was 34.1c, water temperature (wt) was 18.2c, chiller temperature (t4) was 18c. Mixing pump command 100 percentage, system hours were 2807.4 and pump hours were 477.9. Low water limit set to 4c. Explained device would need to go to biomed labeled with alarm 113, not cooling. Asked to have the biomed call with the first device to troubleshoot to see if it could be placed back on the floor.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alarm 113 (reduced water temperature control) in an arctic sun device (B)(6). They had an alarm on another device before this one and already sent the first device to biomed (B)(6). Targeted temperature (tt) was 33c, patient temperature (pt) was 34.1c, water temperature (wt) was 18.2c, chiller temperature (t4) was 18c. Mixing pump command 100 percentage, system hours were 2807.4 and pump hours were 477.9. Low water limit set to 4c. Explained device would need to go to biomed labeled with alarm 113, not cooling. Asked to have the biomed call with the first device to troubleshoot to see if it could be placed back on the floor.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause for the reported event could not be determined. They had an alarm on another device before this one and already sent the first device to biomed (B)(6). Targeted temperature (tt) was 33c, patient temperature (pt) was 34.1c, water temperature (wt) was 18.2c, chiller temperature (t4) was 18c. Mixing pump command 100 percentage, system hours were 2807.4 and pump hours were 477.9. Low water limit set to 4c. Explained device would need to go to biomed labeled with alarm 113, not cooling. Asked to have the biomed call with the first device to troubleshoot to see if it could be placed back on the floor. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.